Manufacturer narrative:
The device is currently being returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Review of the device data logs confirmed the reported device failure to charge. Performance testing could not reproduce the reported issue. No parts were replaced. The investigation was not able to determine a root cause. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).